Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a device history record (mre) review, was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the original implant date is unknown. This patient was implanted with an srom stem and femoral head, but a competitor acetabular component. The sales consultant was not informed of why the patient's hip was being revised, nor was the sales consultant given any of the patient's history in regards to previous revisions. The surgeon informed me that he removed the srom stem and sleeve in order to implant a competitor stem. It was also indicated that there was loosening of the stem at the bone to implant interface. Doi: unknown. Dor: (B)(6) 2021. Affected side: right hip.